Event description:
A pt was implanted with a one-level aviator plate and 4.0 variable self tapping aviator screws x 4. When the pt came back several months later, it was discovered that one of the screws had backed out of the plate. Today, the pt had to come in for an additional revision surgery where the doctor removed the one screw which had backed out of the plate. The remaining 3 screws and plate were left in the pt. The screw that was taken out was sent to pathology, so it could not be retrieved by us.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.